Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and tightness of the chest. The patient was treated with an intravenous fluids, manual injections of insulin, zofran and gravol. The pod was removed from the infusion site (abdomen) and discarded at the hospital. The patient was discharged after one week.